Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR numbers: 1225714-2014-00307 and 1225714-2014-00308.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.